Manufacturer narrative:
The following devices were also listed in this report: trident psl ha cluster 58mm; cat # 542-11-58g; lot # mnm0rk. 6.5 cancellous bone screw 20mm; cat # 2030-6520-1; lot # mnj40e. Size 4 accolade ii 127 deg; cat # 6721-0435; lot # 49023702. V40 cocr lfit head 44mm/+0; cat # 6260-9-144; lot # mkl550. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's right hip had pain. The reporter has asked if the devices reported have been part of any recall. It was found that this device is not part of any recall. The event could not be confirmed nor the root cause be determined because insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
As reported in an email received by the rep from a surgeon: "below is an implant record for a v40 femoral head that I want to verify whether was recalled or not. The patient is not on our recall list but the surgeon who has since retired notified the patient that she did have a recalled head but there is discrepancy in our records. I'm seeing this patient now for (right) hip pain yet another surgeon has offered a revision on the basis of the patient reporting that her head was recalled." Spoke to rep, who confirmed that no further information will be released by the hospital or surgeon at this time.